Manufacturer narrative:
On (B)(6) 2015 10:41 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). The device in question was investigated by a local service technician. It was found that the power supply board was defective. The board was exchanged and the unit was returned to clinical use. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported the device runs on battery power despite being plugged in. (B)(4).